Manufacturer narrative:
Additional devices listed in this event: catalog: 71-3009l description: scorpio ps basic femur lot: mhm5h0, catalog: 7115-0007 description: series 7000 standard tibia lot: mmehj9. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Implanted.

Event description:
From (B)(6) 2014 patient reports pain in the target knee. Insert replacement on (B)(6) 2016, this has not resolved the pain.